Event description:
It was reported that the right ventricular (rv) lead dislodged. During the revision procedure, insulation damage was observed on the rv and right atrial (ra) leads by the physician after accessing the leads using standard electrocautery to cut down. The rv and ra leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).